Event description:
A 39 week gestation with growth retardation experienced decelerations during delivery. Vacuum extractor used with 3 minute total application time, 2 pulls and no involuntary releases. Approx 1 hr after delivery developed pallor, tachycardia and increasing scalp exam. In spite of resuscitative efforts, the baby died of subgaleal bleed.